Manufacturer narrative:
E1: patient country: saudi arabia. Name: medtronic minimed street-18000 devonshire street city- northridge state- ca zip code- 91325-1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient inserted set where there was low subcutaneous tissue led to high blood glucose treated via pump on (B)(6) 2026.